Manufacturer narrative:
.

Event description:
Healthcare professional reported right side device removal and replacement due to "wound dehiscence." Follow-up with the doctor's office revealed the device was at least "partially responsible" for the event and it could not be ruled out.

Manufacturer narrative:
Medwatch sent to FDA on 02/01/2016. The event of seroma is a physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. The explanted device has not been returned. Therefore, no analysis or testing has been done. Device labeling addresses the reported event of seroma as follows: "potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy." "Additional complications: after breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity." These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Healthcare professional reported right side device removal and replacement due to "wound dehiscence." Follow-up with the doctor's office revealed the device was at least "partially responsible" for the event and it could not be ruled out. Healthcare professional also indicated the presence of a "significant seroma" prior to removal of the device. This device was originally identified a resterilizable breast implant sizer, however, a follow-up request for additional information revealed the device was a style 20-550 silicone gel filled breast implant.